Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The contact¿s name and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was observed that there were damaged components to the bearings. It was further determined that the bearings had fallen apart and the balls and cage were missing. It was further observed that the warning symbol was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.